Event description:
Same case as 6000093-2007-00053 and 6000093-2007-00063. It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. In 2006, the pt had 3 taxus express2 drug eluting stents placed, unknown sizes, to an unknown vessel. After the stent implantation, the pt was placed on ticlid and aspirin. The pt had an allergic reaction to plavix in the past. In the same month, post procedure, the pt presented with an extensive skin rash and itching. At this point, the ticlid was discontinued. "In speaking with the pt's wife, the cardiologist found out that the pt's primary care provider who he saw recently advised the pt to stop all medications and go for a skin test. The events are still ongoing." The cardiologist stated he would be evaluating the pt further. Additional info regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.